Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, the reported malfunction is confirmed. Upon troubleshooting, fse found that the power supply was not powering the system due to no status leds. To resolve the issue, fse replaced the pdu fan tray and dc power supply and implemented correction and return the part for further analysis and the power supply found defective. After replacing the pdu fan tray and dc power supply, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.